Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing excessive itching and redness had occurred while wearing the pod. The patient visited the doctor and was diagnosed with skin irritation due to pod adhesive. The patient was prescribed barrier cream and steroid cream.